Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited greater than 2000 ohms impedance one day post implant. On the event date, the patient underwent another procedure. The physician did not feel that the lead was connecting to the pulse generator header all the way, so the device was replaced.